Manufacturer narrative:
The patient indicates in the allergic reaction checklist that they have no known allergies; however, they report allergies to sulfa and CT scan dye. The patient mentions experiencing the following symptoms: just not feeling right. Sometimes nauseous. Not feeling herself when the aligners are in. No allergy testing to the product was performed. After reviewing the available evidence, including records generated during the manufacturing process (DHR), incoming inspection records, and the allergic reaction checklist, we did not find any evidence or deviation in the reviewed records indicating a possible defect generated during the manufacturing process that could have caused the issue of the alleged event. The materials used for the manufacturing of the sales order were inspected and met the acceptance criteria (see attached evidence). The aligners were inspected and met the inspection criteria according to procedure 0281-wi-aln-005-3 aligner final qc & wash, visual detection of the defect.

Event description:
In this event it is reported that a patient experienced an allergic reaction to the use of nontemplate aligner arch - suresmile. Patient reported feeling sick while wearing the aligners. They reported symptoms of not feeling right, nauseous and having no gag reflex.

Manufacturer narrative:
While it is unknown if the device used in this case caused or contributed to the patient¿s symptoms, it is possible as allergic reactions to dental materials are known and reported, with medical consequences being dependent upon the severity of the individual allergic response and subsequent exposure to the same material. Therefore, this event meets the criteria for reportability per 21 cfr part 803. The device is available for evaluation, though has not been returned as of this report. Evaluation results will be submitted as they become available.